Manufacturer narrative:
Corrected data: during further evaluation, it was noted that the device did not fail check hose coupling pretest. After further evaluation, it was observed that the device motor seized, jammed, moved heavy and was blocked. It was also observed that the device also failed pre-tests for check the trigger function and check for free movement. The root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor was too low on the air reamer/drill device. It was further determined that device failed pretest for check the starting behavior at 2 bars, check power with test stand, min. 190 w to 260 w (watt), check for air leak, check for excessive noise, check function of forward / rewind, check for immediate stop, and check the hose coupling. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.